Event description:
X-rays taken approximately 14 months post op showed that the left s1 screw had fractured. X-rays taken approximately 20 months post op showed that both s1 screws had fractured. Fusion had not occurred. The pt reported that msd products were used, but it is has not been confirmed at this time if this is an msd product. Pt reported that they plan to have device explanted by another surgeon.